Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for follow up. Low sensing and elevated capture thresholds were noted on the right ventricular lead, and the lead was suspected to be micro-dislodged. The lead was explanted and replaced. There were no adverse consequences to the patient.